Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, acceptable r-wave measurements could not be found anywhere in the rv (right ventricle). The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).